Manufacturer narrative:
H10: insufficient information present at this time. This file is closed and will be reopened if new information becomes available. H11: d4 - product UDI.

Manufacturer narrative:
A field service technician (fst) went onsite and replaced the touchscreen to resolve the reported issue. The fst replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested; the failure was confirmed. Pil found that this touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display on the light crystal display (lcd) was misaligned. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display on the lcd was misaligned. A calibration of the touchscreen was performed but the issue was not resolved. Device evaluation and repair are pending. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).